Event description:
It was reported that a healthcare provider advised that a patient experienced a severe hypoglycemia event after discontinuing steroids while using the ilet system, with additional context that the patient had not been announcing meals and was advised to perform a factory reset and begin announcing meals. Symptoms included severe hypoglycemia. Outcomes included no hospitalization and no long-term disability reported. Investigation included review of available ilet data, attempts to retrieve reports via the portal, and outreach to the patient for additional clinical details and troubleshooting. Investigation of this case revealed no device malfunction reported and suggested user-related factors, including meal announcement omissions, as contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.